Event description:
It was reported to philips that the after a hospital power outage system is unable to xray. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and found that the hospital breaker tripped, the breaker was reset and the system was rebooted. The device was returned to expected functionality. Philips has continue to investigate of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the hospital power outage system is unable to xray. During troubleshooting, the fse identified that hospital breaker tripped. Fse reset breaker and rebooted system. After reset breaker and rebooted system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.